Event description:
It was reported that during service, the rpm (revolutions per minute) led indicator went out at 2900 rpm. No pt involvement was reported. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. During service to rpm indicator was found to be malfunctioning. This is a component of a system that has no life sustaining function. The value of rpm is displayed on the main screen as well. The rpm indicator is a component of the cardiohelp which is a life sustaining device. An investigation is on-going and a supplemental will be submitted if new info becomes available.